Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.